Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. H3 other text : not returned

Event description:
Patient was revised due to pain.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered an additional surgical procedure, severe metal poisoning, metallosis from the metal debris of the asr implants, permanently harmed, because of complications normally associated with a second hip replacement and excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.